Event description:
It was reported that the pt's pump and catheter were explanted due to a pump pocket infection. The pt's device system was later replaced. No pt symptom or outcome was reported. The drug contained in the pt's pump was not reported. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis of both the pump and catheter revealed no anomaly found- normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their pump had to be explanted due to infection at the incision site. The patient stated the infection did not get into his spine. The patient did not know what the type of infection it was. The patient stated he was put in a peripherally inserted central catheter (PICC) line for a couple months with antibiotics. The patient stated he had one medication every 3 hours and the other medication every 4 hours. The patient stated the infection was resolved, and the patient recovered without sequela. The patient stated the pump at the time contained morphine, baclofen, and another unknown medication, all with unknown concentrations and doses. No further patient complications were reported.